Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose was 517mg/dl. The customer's blood glucose was 297 mg/dl at the time of call. The customer did experience nausea and dizziness. The customer was treated with insulin since out of the hospital. Troubleshooting was done for high blood glucose and under delivery. Customer alleging possible pump under delivery due to insulin was not delivering insulin because they could not calibrate. The insulin pump will be returned for analysis.